Manufacturer narrative:
Device has not yet been returned for physical evaluation. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that during patient use, the bellavista 1000e experienced an issue wherein it was not possible to change settings as touch screen was not reacting to user inputs or the inputs were acknowledged with a delay. The end user was not able to increase the o2 setting when the patient's spo2 was on 88%. As of this time, the customer has not confirmed if there were any patient harm or medical intervention associated with the event.